Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks post implant the patient experienced a pericardial and pleural effusion on computed tomography(CT). It was further reported that CT revealed an right atrial (ra) lead perforation through the pericardium. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.